Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. Analysis shows that this calibration code, if used to perform an assay with test strips from lot #61403, could result in higher than expected values. No injuries reported in the field.